Event description:
The manufacturer received information alleging an issue related to a (CPAP or bipap) device's sound abatement foam. The patient was choked by devices. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b4. The manufacturer previously reported in section b4 incorrect date which is reported correctly in b4 section.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and cause the patient chokhed. There was no report of patient any serious harm or injury. In initial and first follow up report b4 dates in both scenarios were incorrect. The correct date should have been 06/06/2022, and follow up 06/09/2022, respectively. In previous report, in section h6 health effect - clinical code was incorrect which has been updated / corrected in this report.

Manufacturer narrative:
Additional information was received on apr 01, 2025 and section h11 should be reported as: the manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and cause the patient chokhed. There was no report of patient any serious harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections d8, d9, h2, h3 and h6 has been updated in this report.